Event description:
It was reported when the device was used during an anterior resection procedure, it fired malformed staples. The case was completed by irrigating the bowel and oversewing the staple line. There was no consequence to the pt.